Event description:
Customer received a reading of 63 mg/dl. The customer lost consciousness soon thereafter. An ambulance was contacted. Paramedics provided intravenous treatment. Caller indicated actual level was actually close to 20mg/dl, but did not identify which device provided the reading. Testing was conducted on the finger. Customer was using the wrong test strips at the time of the event.